Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified no issues with the shaft of the device. The device was returned with the stent fully mounted in the correct location on the device. The stent was deployed without any issue. The reported complaint was not confirmed.

Event description:
It was reported that premature deployment occurred. The more than 95% stenosed target lesion was located in the internal carotid artery. A 9mm x 50mm carotid wallstent monorail was introduced along the filterwire ez embolic protection system, but the vessel was too tortuous, and the stent deployed prematurely. Approximately 70% of the stent was deployed. The stent was not re-constrained during withdrawal, but the device was simply pulled out. The procedure was completed with a different device. No patient complications were reported, and the patient was in stable condition following the procedure.